Manufacturer narrative:
(B)(4) describe event or problem - additional, lot number - correction, UDI number - correction, correction/additional information.

Event description:
A sensor pod (serial number (B)(4)/lot number 5207504) was returned for evaluation. A visual inspection was performed and an investigation could not be performed due to the applicator not being returned. The reported event of a broken cannula could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report a broken cannula that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on the (B)(6) 2016. There was no report any injury or medical intervention. No additional even or patient information is available.